Event description:
Event description boston scientific received information that the patient implanted with this cardiac resychronization therapy-defibrillator (crt-d) received shocks and was converted (shock impedences of 36 ohms). In addition, upon paramedic assessments, the patient also received cardiopulmonary resecitation and external defibrillation for ventricular fibrillation. The device was succesfully interrogated. There was expressed concern from a boston scientific field representative that the device might not have detected a fine ventricular fibrillation. There was a history of noise on the rate/sense portion of the defibrillation lead in the past in which the device was reprogrammed to adjust for.